Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. This review finds the labeling accessible, accurate, and adequate for the related use error(s) in the complaint. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use in dwell four of five. A baxter technical service representative (tsr) determined that the home patient (hp) had left the blue clamp line open with no bag connected. The tsr explained to the hp that the blue clamp line should be closed if there was no bag connected. The tsr had the hp close all of the clamps including transfer set clamp and cycle the power to the hc. The hc then alarmed system error 2367 (fail safe shut down). The hp cycled the power again to get to "press go to start", and at "load the set", hp removed the cassette. The tsr advised the hp to dispose of the current supplies and continue with manual bags. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.